Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral bearing, unknown. Unknown humeral tray, unknown. Unknown humeral stem, unknown. Unknown baseplate, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03775. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an right reverse total shoulder arthroplasty. Subsequently experienced pain, decreased activity of daily living and rom after approximately one year post primary implantation. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was confirmed by review of radiographs and medical records. Review of the available records on (B)(6)2019 identified the following: patient reports occasional pain, and some functional limitations but learned to adapt. Incision well healed arom forward flexion to 165 degrees on r. B prom in ER to 60 degrees. Unable to maintain actively. X-rays taken show r side with satisfactory alignment, no evidence of periprosthetic fracture or loosening. The patient noted overall satisfaction with the outcome. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.